Event description:
It was reported that the burr became stuck on the wire. A 1.50mm rotapro and rotawire were selected for treatment of the target lesion, which was moderately calcified and mildly tortuous. During the procedure the physician felt resistance when attempting to remove the burr. They noted that the burr came out of the catheter but was not able to be removed from the wire. The physician cut the wire before the burr and was able to exchange the wire over a microcatheter. The physician was then able to use dynaglide mode to remove the burr from the patient. There were no patient complications.